Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg implanted: (B)(6) 2013; 407645 lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient was undergoing a device system upgrade. The patient's right ventricular (rv) lead was laser extracted. After extraction attempts were made to place the new rv lead but were unsuccessful due what the physicians felt was a stricture in the patient's tricuspid valve. Attempts were made to place the new lead with a new set of catheters, however the patient became symptomatic and was diagnosed by the physicians to have a possible perforation. A cardiothoracic surgeon was summoned and upon arrival made attempts to repair the perforation and stabilize the patient, however the patient later passed away. It is unknown whether the perforation occurred during removal of the old rv lead, attempts to place the new rv lead, or during placement of the catheters.